Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the 3.0x40mm armada 18 balloon leaked saline. There was no patient involvement and no reported clinically significant delay in the procedure. Another armada 18 was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Correction: lot number. Device was not available for evaluation. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.